Event description:
The customer reported that on (B)(6) 2011 suppressed total protein (tp), creatinine (cr-s) and glucose (gluc) results with instrument flags were generated on an unicel dxc 600 synchron system for an unknown number of capped patient samples. The instrument flags associated with the suppressed results were "out of instrument range low" and "blank outlier (maximum deviation)" flags. The involved patient results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument utilizing uncapped sample tubes, the patient tp, cr-s and gluc results recovered with valid results. No patient demographic, sample collection/handling, instrument system information or actual patient results were provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) found a clot in cartridge chemistry sample probe and replaced the blade wick assembly. Upon completion of the necessary and verified repairs the instrument was returned into operation.